Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Erosion and length too short are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced impending erosion. The physician had deactivated the device for the past three months to allow healing and stated that there was no device malfunction, suspecting that the cuff was possibly too tight. A revision surgery was performed in which the physician replaced the cuff with a larger size. No further patient complications were reported.